Event description:
False negative result (s). I had covid and tested positive using the flow flex. My husband got very sick and we used the flow flex 4 different times and each one one came back negative. Turns out he did have covid but only after taking a blood test about 2 weeks after he was better.